Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that: ¿the pharmacist found a cassette, that had blue (plastic?) Particles inside it, before filling the cassette¿. There was no patient involvement.

Manufacturer narrative:
Corrected data: d4 - UDI. One sample was received for evaluation. Visual inspection found particles in the housing of the device. The reported failure mode was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.